Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that sensor cannula broke off into customer's stomach. Customer had difficulty removing but was eventually able to remove cannula. Customer no longer desired to wear sensors due to incident. Customer's blood glucose was unknown.